Event description:
It was reported that the set screw was unable to be tightened to the device header during the implant procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported field event of set screw connection anomaly was confirmed. Analysis revealed the left ventricular set screw was backed out of its connector block as a result of unscrewing the setscrew too far. The setscrew was also stripped and contained septum material inside the hex cavity. The backed-out setscrew prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.